Event description:
The customer stated an architect i2000sr analyzer generated error code 1007, unable to process test, when reaction vessels of lot jk7256581 were in use. The issue was resolved with the implementation of a new lot. There was no adverse impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer contacted baxter's technical service center for assistance ending therapy on the homechoice (hc) during the drain 6/7. Per the caregiver (cg), the home patient's catheter was leaking and the hp needed to go to the clinic. No patient injury or medical intervention was indicated at the time of the initial report. Product surveillance contacted the home patient who stated he disconnected his transfer set from the adapter in his sleep. The hp's adapter and transfer set were replaced and the hp received prophylactic antibiotics. No patient injury occurred. No additional information available.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when on battery power, the device will sometimes boot up all the way; however, other times the device will turn itself back off. It was also indicated that once the device is powered up on either ac or dc power, it will function properly, including charge and discharging. There have been no boot up issues on ac power. There were no reports of pt use associated with the reported event.